Manufacturer narrative:
Internal insulation abrasion under the rv shock coil was noted at 5.9-6.0 cm from distal tip. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise and pacing lead impedance anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of non-sustained rv oversensing and noise via merlin.net transmission. The patient was not known to have experienced any accidents or trauma. Review of the electrograms revealed non-physiologic signals at random intervals all throughout the cardiac cycle. Fluctuation in lead impedance was also observed. Bringing the patient into the clinic to reproduce the noise was discussed. It was noted that all of the instances of non-sustained rv oversensing episodes occurred in late evening or early morning. The lead wad was explanted and replaced. No further information is available.